Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Event description: event happened during the surgery ((B)(6) 2021). It was noticed by the surgical team that the guide wire, which was inserted in to the neck of the femur, would not advance. The wire upon removal, revealed a sheared threaded tip. The broken wire (14 mm) was left in the femur bone, and there was no additional injury to the patient. No information regarding surgical delay has been reported. Review of received data: - no medical data relevant to the case has been received. - due diligence: all required information to support the conclusion was already requested. Despite multiple follow-ups, no additional information was received. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - document review could not be performed due to unknown product identification. - device purpose: this device is intended for treatment. Conclusion: event happened during the surgery ((B)(6) 2021). It was noticed by the surgical team that the guide wire, which was inserted in to the neck of the femur, would not advance. The wire upon removal, revealed a sheared threaded tip. The broken wire (14 mm) was left in the femur bone, and there was no additional injury to the patient. No information regarding surgical delay has been reported. As the product identification remains unknown, no review of the manufacturing documents could be performed. Moreover, no product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the part is unknown. Additionally, no patient specific information (e.g. Anatomy, bone quality) were received, therefore contributing conditions to the reported event could not be investigated. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, it was noticed by the surgical team that the guide wire which was inserted would not advance. When the wire was removed it revealed a sheared threaded tip. The broken wire of 14mm length was left in the femur bone. There was no additional injury to the patient. Surgical delay has not been reported. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.